Event description:
Per the clinic, the device was explanted due to needs for MRI and poor performance. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report.